Manufacturer narrative:
This is a duplicate of emdr #1218950-2017-01292.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit "does not show image." There was no reported patient involvement.